Manufacturer narrative:
The follow-up is created to document the additional information. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient had a vaginal excision (B)(6) 2017. Patient complaints of severe vaginal and flank pain associated insertional dyspareunia and discharge. Noted was uti, acute vaginitis and pelvic and perineal pain. After excision, patient still feels like she has mesh in vagina and partner can feel it as well. Physician noted foreign body reaction. Complains of continued hip pain as well as recurrent utis. Sees pink on toilet paper and green vaginal discharge. Not currently having intercourse due to pain and mesh exposure. Acute and chronic cystitis, mixed incontinence and myofacial/pelvic pain. Pt had revision of sling (B)(6) 2018. 6 weeks post-surgical of sling removal- it was noted that pt is doing great, pain is completely resolved, denied vaginal bleeding or discharge.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated protrusion of the tape, pelvic pain and excision of the vaginal tape.